Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The cause of the overstimulation/shocking issue has not been determined yet. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said program 2 is "too strong" and that they can't increase/decrease without getting shocked. They are currently on program 2 at 1.2v and said it hurts on the left side of their buttock and vagina. During the call, the patient was able to switch from program 2 to 1 and felt stimulation in their left buttock; they further said it was comfortable. The call center reviewed that anywhere in the bike seat is ideal. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss possible reprogramming if they've tried all four programs and they don't help their symptoms. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.